Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the reported complaint unit goes vent inop 1012 after startup was not duplicated. No fault was found on the returned blower motor controller.